Manufacturer narrative:
Device was used for treatment, not diagnosis. Investigation could not completed and no conclusion could be drawn as no device was returned and no lot number was provided. Placeholder.

Event description:
It is reported that a 4.5 mm cannulated screw may have sheared off threads. The surgeon was repairing an elbow fracture to the lateral epicondyle. The surgeon inserted the guide wire, measured it, took an x-ray and confirmed the guide wire was in its correct place. The surgeon then inserted the screw that went in oblique, took an x-ray and noticed a squiggly thing next to the screw. It was reported that the surgeon believes that the threads may have sheared off the screw and coiled up. Surgeon is certain that the foreign body did not come from the guide wire because they guide wire was intact. It was reported that the screw had good bite and the surgeon will schedule follow up x-rays to confirm what the foreign body is next to the screw. The surgeon decided to leave the cannulated screw in the patient because he did not want to lose reduction and surgery was successfully completed. This is report 1 of 1 for complaint (B)(4).